Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation as well as the ability to increase the amplitude for her therapy. A diagnostic test found impedance issues for all lead contacts. Surgical intervention will be undertaken at a later date to address this issue.